Event description:
Rptr has two hearing aids which he purchased 16 months ago. Since then they have been in the shop for repair approx 75% of the time. When they were working, he only used them a maximum of 5 hrs a day. The main problem with them is noise or internal feedback. MFR has replaced numerous parts.